Manufacturer narrative:
D4: UDI: as the catalog/model number was not provided, the (01)gtin is not available. D4. Catalog: unk_smart touch bidirectional sf. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
During idiopathic ventricular tachycardia (idvt) ablation procedure with a thermocool smarttouch® sf (stsf) catheter, the patient experienced drop in blood pressure and pericardial effusion (pe) treated with pericardiocentesis with unknown amount of blood drained. The patient status was discharged. It was reported that towards the very end of the case, it was noticed that the patient had a drop in blood pressure and had a pericardial effusion, and this was confirmed with intracardiac echocardiography (ice). Pericardiocentesis was performed, and they were not sure of the amount of blood drained. The last known status of the patient was that they were discharged. The biosense webster inc. (Bwi) products in the body at the time of the event were a stsf catheter, vizigo sheath, and a reprocessed innovative health decanav catheter. They had no catalog or lot information available at this time for all three products but could provide the catalog number later once they are back on location. The vizigo sheath is the only product not available as it was discarded. Other devices used were carto 3 system and ngen rf generator. Additional information received indicated that the physician's opinion on the cause of this adverse event was either mapping in the coronary sinus (cs) or at some point during ablation. The outcome of the adverse event was fully recovered. The patient did not require extended hospitalization. The energy source used when the adverse event occurred was radiofrequency (rf). One transseptal puncture site was performed during the procedure. The number of performed ablations was 60 with rf energy for all. No ablations were performed within the pulmonary veins. All ablations were performed outside the pulmonary veins. The force sensing ablation catheter was used stsf. The force visualization features used were vector and visitag. The visitag module parameters for stability used were 5-30g indicate over 40, 3mm, 25% over 3g, 3mm tags 3,3. Additional filter used with the visitag was 25% over 3 seconds. The color option was used prospectively was fti. The transseptal puncture was performed with brk-1. Prior to noting the pe ablation was performed. No evidence of steam pop. The event occurred after ablation phase. The flow setting was standard stsf flow settings. The patient did not require cardiac surgery. The correct catheter settings were selected on the generator. No issues with flow rate change at the start of ablation. No error messages observed on biosense webster equipment during the procedure. No additional filter was used with the visitag. The energy source used was 50w. The amount of rf applications were 60 lesions. Ngen pump was used for the procedure.

Manufacturer narrative:
The biosense webster, inc. Product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The lot number has been provided as 31562710l. Therefore, section d4 has been populated as well as h4. Device manufacture date during idiopathic ventricular tachycardia (idvt) ablation procedure with a thermocool smarttouch® sf (stsf) catheter, the patient experienced drop in blood pressure and pericardial effusion (pe) treated with pericardiocentesis with unknown amount of blood drained. Device investigation details: the device was returned to johnson & johnson medtech (j&j medtech) for evaluation. Following j&j medtech procedures, a visual inspection and revision of all device features were performed. Visual inspection revealed no damage or anomalies on the device. The device was connected to carto 3 system, and an ablation cycle was performed, no force, magnetic, noise, temperature or impedance issues were found. Additionally, device was deflected and irrigated during the test and no issues were observed. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. No malfunction was observed during the product analysis. The root cause of the adverse event remains unknown. The instructions for use (IFU) states the following recommendations: when using the catheter with conventional systems (such as fluoroscopy or intracardiac echocardiography), with the carto¿ 3 system, careful catheter manipulation must be performed in order to avoid cardiac damage, perforation, or tamponade. Catheter advancement should be done under direct imaging guidance. Do not use excessive force to advance or withdraw the catheter when resistance is encountered. The firmness of the braided tip dictates that care must be taken to prevent perforation of the heart. As part of johnson & johnson medtech's quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).